Event description:
During on-site service, the baxter service technician experienced a battery low alarm on a flogard infusion pump. There was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection, alarm log review, battery testing and power on self-test were performed. During the battery testing a low battery alarm was identified. The cause was a defective main battery. The main battery was replaced to fix the found condition. The pump passed all testing and was returned to the customer in working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.